Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation?: yes. D.9. Returned to manufacturer on: 10/27/2021 h.6. Investigation: a device history record review was completed for provided lot number 2005411. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a physical sample was returned for evaluation by our quality engineer team. The sample was examined; however, no issues could be identified. Per the provided feedback, we believe that an issue of coring may have taken place. Based on the provided investigation results, we were not able to reproduce the reported issue nor identify a manufacturing related cause for this issue. Taking into account the preventive measures and controls in place during the cannula manufacturing process, it is unlikely that the coring effect was caused by poor or insufficient deburring of the cannula. As part of the incoming cannula inspection, cannula condition is examined, measurements are obtained, and penetration tests are performed. The technique used to penetrate the vial cannot be excluded as a potential cause for this incident. The needle should penetrate the stopper at a ninety-degree angle to avoid the risk of coring.

Event description:
It was reported when using the syringe flu plus 0.25-1ml var dose 23x1 there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was a "black dot seen in syringe after contents from vaccine of az covid 19 vaccine withdrawn from vial by piercing vial bung and sucked into syringe. Unknown whether this was already in syringe prior to injecting of vaccine, or whether this is a piece of bung picked up by needle on insertion and deposited within syringe.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe flu plus 0.25-1ml var dose 23x1 there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: there was a "black dot seen in syringe after contents from vaccine of az covid 19 vaccine withdrawn from vial by piercing vial bung and sucked into syringe. Unknown whether this was already in syringe prior to injecting of vaccine, or whether this is a piece of bung picked up by needle on insertion and deposited within syringe."